Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: unable to observe since no device package was received. As per the investigation procedure, deformation completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Sales representative reported "inner seal was compromised by the peal pack being torn apart in a fashion that affected the removal of the implant." This record is for an non-implanted device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Sales representative reported "inner seal was compromised by the peal pack being torn apart in a fashion that affected the removal of the implant." This record is for an non-implanted device.